Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "rupture", "diffuse echodence noise", "shell discontinuation and collapsed" diagnosed via ultrasound. Device was explanted.

Manufacturer narrative:
F2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿explant due to rupture¿. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number 2527320 or catalog 115-290 through the photos provided.

Event description:
Healthcare professional reported left side "rupture", "diffuse echodense noise", "shell discontinuation and collapsed" diagnosed via ultrasound. Device was explanted.